Event description:
New information received indicated that post-paced t-wave oversensing continue to be seen via review of merlin transmission. Programming changes were recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented with a device that was posed paced t-wave oversensing on the ventricular lead. It was recommended to reprogram the device. The device remained implanted.